Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided. Date of event: (B)(6) 2019 - this is an estimated date based on the customer's statement of "two issues this week" reported on (B)(6) 2019.

Event description:
It was reported that tubing fell apart at distal end in the picu. The nurse stated the IV tubing was falling apart at one of the connections that are glued together. There was no patient harm or impact. Although requested, no patient demographics were provided and no additional information is known at this time.